Manufacturer narrative:
Brand name, common device name.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. The customer consumed food to address bg level. However, the customer consumed too much food and bg level became elevated to 409 mg/dl. The customer took a correction bolus with the pump. Reportedly, the customer is a new user to the pump and the healthcare provider is adjusting pump settings for the customer.